Manufacturer narrative:
Follow-up #1: date of submission: 09/19/2016. Correction to serial #.

Manufacturer narrative:
Follow-up #2: date of submission 10/19/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2016 with the following findings: during investigation, the keypad was peeling from the base. No other damage was found to the keypad. All the keypad buttons responded appropriately to user input. The keypad was removed to find contamination under all the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.